Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During removal of a tibial nail, surgeon noted that the threads on the cannulated connecting screw were not threading correctly. Nail was removed due to infection and non-union of right tibia. Nail was discarded by the hospital.